Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing. Low r-wave sensing was also observed. The physician decided to reposition the lead. However, the patient chose not to have the procedure done. The device was reprogrammed, and the system remains implanted.